Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia and states it was brought on by chronic pain. Customer's blood glucose level was 47 mg/dl, treated with food intake and the another blood glucose level was 147 mg/dl. The device will not be returned for analysis.